Event description:
It was reported that during a robotic laparoscopic urology prostatectomy procedure, the sterile monopolar tip cover fell inside of the patient cavity at the end of the case, when the monopolar curved shears were withdrawn. Without knowing this, the case was completed and the patient was discharged. Computed tomography (CT) imaging was performed eight months after the procedure and revealed the retained sterile monopolar tip cover. The patient required an additional surgery to remove the product from the cavity, resulting in temporary injury and extended hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.